Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of this articular surface. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. It was reported that during the revision surgery about one third of the articular surface spine had separated from the post. Per the package insert of the component, prosthesis fracture is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for pain and a broken implant was discovered during surgery.